Manufacturer narrative:
The device used in treatment was not returned for evaluation with no additional information provided we have not been able to establish a relationship between the reported event or determine a root cause. Probable root causes include application techniques and or a failed component. The IFU offers further guidance. No batch/lot number has been provided, therefore a review of the device history has not been possible. A complaint history review found other related failures. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range

Event description:
It was reported that adhesive does not work and dressing is found to be wrinkly. No harm or injury reported.